Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the catheter tip of a bd insyte¿ autoguard¿ bc shielded IV catheter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: lot analysis review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the setup and in-process sampling plans. Per the review td 2017-88for detailing the temporary procedure for cleaning line 11 zone 5 cell 30 to prevent foreign from getting on the parts. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for foreign/non-foreign material, and particulate loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Visual analysis observations and testing: received two unused iag/bc 22g catheter/adapter assemblies package from the number 7334848. Visual/microscopic examination: on both catheter/adapter assemblies; there was more silicone lube (non-foreign) than normal on the shaft of the catheter tubing with attached debris investigation conclusion: the defect foreign matter, as reported code was confirmed with the returned unit. The fm was observed as (lubrication) that is a material of construction added in the manufacturing process. Root cause relationship of device to the reported incident: manufacturing lubrication ¿ the cannula/catheter assembly is dipped in the lubrication to minimize the insertion and threading forces during the usage. Foreign matter can be loosely attached to the catheter tubing due to the silicone lube.